Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer additional information; however, the customer could not provide any additional information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the medium-large clip applier instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .